Event description:
Auto-effluent on prismaflex crrt, effluent back that hangs from the back of the machine was found to be leaking after priming. The leak was located where the bag and tubing meet. This is not a loose connection, as it is set in the factory. The whole set had to be taken down and re-primed. This wasted a whole set and priming fluids. This also delayed treatment due to increased time it takes to re-prime the set. This has been happening in the same place. Lot #24d1101.